Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2016-06208. It was reported the patient had not used her scs system in a while as it was not providing her with effective pain relief on one side of her body. Diagnostic testing revealed high impedances on one of the patient's leads. However, the other lead did not reflect any anomalies. Subsequently, the patient underwent surgical intervention on (B)(6) 2016 at which the physician decided to removed and replace both of the leads with new ones. Intra-op testing revealed normal impedance readings and effective therapy resumed.